Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into several pieces. The strain relief boot was detached and was not returned. The first piece measured approximately 36 cm from the top of the connector to the break. The second piece measured approximately 25 cm from break to break. There was a kink on the fiber. The third piece measured approximately 223 cm from the break which includes the entire distal tip. The entire measurement of the broken pieces measured 284 cm, this indicates that the a portion of the fiber was not returned. The condition of the returned device confirms the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the black rubber sma connector detached from the fiber body and the remaining fiber was still left in the coil. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.